Event description:
The affiliate reported that a customer alleged a positive reaction. Most of the loads were recalled but one probe was not. No info was provided regarding of potential patient injuries. The customer also started that there were no issues with the load contents and capacity. The facility did not use the crusher when the customer split the cyclesure after the cycle. Per customer, chances of injury to the pt due to use of probe was remote.

Manufacturer narrative:
Suspected positive bi, labeled.